Event description:
Customer received the following aviva combo results: hi (greater than 33.3 mmol/l; 20:36), 6.3 mmol/l (20:37), and 31.1 mmol/l (20:50). Customer received the following aviva nano results: 1.1 mmol/l, 29.2 mmol/l, 6.3 mmol/l, and 31.0 mmol/l. The nano values were obtained within 10 minutes of the combo values. The result of 31.0 mmol/l was obtained within 10 minutes of the result of 6.3 mmol/l on the nano system. It was reported that the customer had been passed out for 40 minutes; there is no information regarding how much time elapsed between the reported results and the incident. The customer reportedly consumed dextro energy tablets and an ambulance was called. It was not provided if the customer received professional medical treatment. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number and expiration date unknown). (B)(4).